Manufacturer narrative:
Model number/catalog number: sc-2218-50, (B)(4), model/catalog description: linear st lead kit 50 cm. Model number/catalog number: sc-4318, batch/lot number: 20157130, model/catalog description: clik x anchor sterile kit. Model number/catalog number: sc-1160, (B)(4), model/catalog description: spectra wavewriter ipg kit. The explanted devices were not returned to bsn. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during the manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had an open wound that exposed the leads. The patient underwent an explant procedure wherein all device components were removed.